Event description:
It was reported the "call your doctor" icon was displayed and a power on reset (por) condition had occurred the week prior to this report. The por occurred while recharging; error codes were unknown. Group impedances were reported as 250 ohms for a1 and 208 ohms for group a2. It was noted all contacts were being used.

Event description:
Additional information was received that reported that the patient no longer had a power on reset condition. It was stated that the patient had reprogramming done and the patient left "happy" with the results.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).